Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation. The patient was given benadryl from the staff while in the hospital. It was reported that the patient's irritation improved after using the provided benadryl.